Event description:
Patient had a battery replacement on (B)(6) 2024 and full system was removed on (B)(6) 2024 due to mssa infection. Patient was explanted due to infection. No further action to be taken.